Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-04858. It was reported that during a coronary artery stenting treatment procedure, dissection occurred. In (B)(6) 2013, the patient presented due to chest pain to an outside ER facility and was diagnosed with mi. Subsequently the patient was transferred to the enrolling site for evaluation and possible intervention. Elevated cardiac enzyme values were observed and cardiac catheterization was recommended. Coronary angiography revealed jailing of the 1st diagonal branch (dx1) by the 2.75x16mm promus element plus stent which resulted in increased narrowing from 70% to 90% stenosis at the ostium of dx1. 70% stenosis was noted in the mid left circumflex artery (mid lcx), which was treated with placement of a 2.75x12mm promus element plus stent. Post stent placement mild dissection was noted, which was subsequently treated with balloon angioplasty and placement of a 2.5x16mm promus stent with 0% residual stenosis. The patient was discharged and the event was considered as resolving.